Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgment occurred during delivery to/at lesion site. The device was inspected with no issues. The lesion was pre-dilated. The lesion being treated was a non-tortuous, mildly calcified lesion with 75% stenosis located in the proximal left anterior descending (lad) artery. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The stent was only partially dislodged, and was able to be removed from the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: there were no difficulties noted when removing the protective sheath/stylette. The inflation device remained on neutral pressure during delivery of the device. The dislodgment occurred prior to deploying the stent and the stent was not implanted. A guide extension catheter or microcatheter were not used during the procedure. The stent did not interact with an accessory device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.